Event description:
Alliance registry it was reported that myocardial infarction occurred. On (B)(6) 2023, the patent presented with stable angina. The 90% stenosed target lesion was located in the severely tortuous and mildly calcified proximal left circumflex artery (lcx). The target lesion was treated with a 2.25 mm x 15.00 mm agent dcb. On (B)(6) 2024, the patient was diagnosed with non-st-elevation acute myocardial infarction (nstemi). Two days later, percutaneous coronary intervention (pci) was performed to treat nstemi. The patient was good post procedure. Ten days later, the patient was discharged.